Event description:
IV tubing was connected to a triple lumen hickman catheter. At the green connection site, IV tubing became disconnected. Patient put on nurse call light. Rn entered room to find patient holding the end of the IV tubing connected to her. Approximately 200cc of blood was on the floor/sheets. The rn changed the entire line, and notified the md. It is unknown if the patient line touched anything (unsterile) while open exposing her to infections. Also, the md ordered a cbc which was in normal limits. Defective tubing and package was sent to biomed.